Event description:
The customer reported that his olympus evis exera iii video system center¿s power button was jammed in during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power button was found jammed. Additionally, the software needs updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of reported could not be identified. However, it¿s likely the cause is related to a faulty power switch, the cause of the faulty power switch is related to a design failure. It was confirmed that the subject device was manufactured prior to the design change of the power switch. The design of the power switch was changed to improve its resistance. Olympus will continue to monitor field performance for this device.